Event description:
It was reported that 1 bd flu+¿ syringe each from lots 2006428 and 2006404 leaked past the stopper. The following information was provided by the initial reporter: "both users of the syringe reported that when used they draw air into the syringe from the bottom of the device." Via bd investigation: " the samples were tested and after drawing up liquid, small droplets were observed in the barrel when the liquid was expelled."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006428. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-17. Medical device lot #: 2006404. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-02. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6). At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021.that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: a device history record review was completed for provided lot number 2006428. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. A device history record review was completed for provided lot number 2006404 and one potentially related quality notification was identified during the assembly process; however, this issue would have been addressed during detection. To aid in the investigation of this issue, two affected samples were returned for evaluation by our quality engineer team. The samples were tested and after drawing up liquid, small droplets were observed in the barrel when the liquid was expelled. The reported defects were replicated and confirmed during this analysis. It has ben determined that this issue was a consequence of damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.